Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the manufacturing documentation, review of field data, and a review of labeling. Return testing was not completed as returns were not available. Since the reagent lot was unknown lot specific analysis could not be performed. Review of complaint trending reports did not identify any trends for the architect anti-hbs assay. Worldwide field data was used to evaluate the performance of the assay. The median population result for all lots does not exceed 3sd of the established baseline and therefore confirms no systemic issue for the product. Manufacturing documentation for the assay did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect anti-hbs assay was identified.

Manufacturer narrative:
This report is being filed on an international product, anti-hbs list 7c18 has a similar product ausab, distributed in the us, list number 1l82. An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: all available patient information was included. Additional patient details are not available.

Event description:
The customer reported a (B)(6) architect anti-hbs result for a (B)(6) male. (B)(6) 2019 the patient's sample generated (B)(6) results of (B)(6), previous results for this patient were (B)(6) 2016 to 2018. A new sample was collected (B)(6) 2019 and generated a (B)(6) result of (B)(6). The sample also generated (B)(6) results for (B)(6). No impact to patient management was reported.